Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure, the lead exhibited low pacing impedance. The physician elected to use a replacement lead to complete the procedure successfully. The patient was in recovery.